Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During the evaluation, fse confirmed the complaint by observing poor precision on the prostate-specific antigen (psa). The wash probe #3 had dripped over the wash well. The wash syringe for probe 3 was loose possibly allowing air in the wash system. Fse then replaced the wash syringe. Fse also replaced the 3-way solenoid valve, the 2-way solenoid valve, and the probe assembly to resolve the drip. Fse then ran precision for psa, and quality controls (qc), which passed with acceptable ranges. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the install date of (B)(6) 2017 through (B)(6) 2018. There were no similar complaints identified during the searched period. The aia-2000 operator's manual under chapter 1 general precautions for use states the following: effective system management: producing consistently accurate assay results requires managing both the aia-2000 and the various reagent supplies according to a set of designated management standards. The performance of the analyzer and reagents can be verified to meet these performance standards by conducting control measurement operations at regular intervals. The aia-2000 is equipped with self-diagnosis routines that display error messages whenever faults are detected. Corrective steps can be taken in the event of errors by referring to the appropriate section in this manual. Under chapter 9 maintenance states the following: six - to - 12 month maintenance- to ensure stable operation of the aia-2000 system, it is important to regularly lubricate the moving parts with grease, perform position accuracy adjustments and clean the various system parts at regular intervals. It is recommended that these maintenance tasks are performed at regular intervals by service personnel. The most probable cause of the issue was due to bad wash probe, 3-way solenoid valve, and 2-way solenoid valve.

Event description:
A customer reported that three prostate-specific antigen (psa) patient sample repeats did not repeat within 10 percent while running the aia-2000 instrument. The customer stated reported sample results as 0.3 ng/l with a repeat of <0.05 ng/ml, 0.14 ng/ml with a repeat of <0.05 ng/ml, and 0.25 ng/ml with a repeat of 0.14 ng/ml. The repeated values were reported out. The customer reported that the monthly and weekly maintenance was up-to-date. Technical support (ts) suggested the customer run a precision study with a sample of 20 and the customer reported that the results had a low spec, with a mean of 0.053, standard deviation of 0.012, and coefficient variant (cv) of 21.8%. A field service engineer (fse) was dispatched to address the reported event. The customer indicated that there were no changes in treatment or adverse health consequences due to discrepant psa patient results. All three (3) results were run on the same day.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: the wash probe assembly, wash syringe, 2-way solenoid valve, and a 3-way solenoid valve were returned for evaluation. Functional testing was performed on the parts by priming the wash several times in an effort to duplicate the dispense and suction error messages. The errors could not be duplicated during priming. Precision testing was performed using mac level 2 quality controls while the parts were installed. The results of the precision test was the following: range 0.90-1.66 ng/ml; mean 1.312 ng/ml; standard deviation 0.040 ; coefficient of variation (%cv) 3.066%. The results were in range. The error could not be duplicated. The parts passed testing. Evaluation codes: results: 213 no device problem found. Conclusion: cause not established. The most probable cause of the reported event was could not be determined. The wash probe assembly, wash syringe, 2-way solenoid valve, and a 3-way solenoid valve performed as intended.